Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 75% stenosis. A 2.75x33 mm xience alpine stent delivery system (sds) was attempted to be advanced through another unknown stent; however, after several attempts, the stent got stuck and fractured and failed to cross the lesion. Another xience alpine stent was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, returned device analysis identified bent stretched and mangled stent struts. There was no break or separation. The inner and outer member were stretched. No additional information was provided

Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were both related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported stent break could not be determined as the device was returned and a stent break was not identified; however, it is possible that the noted bent, stretched and mangled stent struts identified during return analysis of the device were thought to be a broken stent by the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.